Event description:
During the reported implant attempt, the associated stylet disassembled into component pieces which lead to difficulties while operating the fixation mechanism of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the us food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the user reported that an easyturn stylet came apart, and this was verified through return analysis. The straight easyturn stylet was mfg prior to the introduction of the 9n pull test, which was established to avoid disassembly of the easyturn stylet handle components prior to use.